Event description:
Procedure: thoracoscopy. Reportedly, the stapler did not fire properly. Therefore, the surgeon had to start a thoracotomy and use a new instrument to complete the procedure. There was no further pt injury reported.